Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator, 2008-(B)(6).

Event description:
It was reported there were indecipherable dual electrograms found on the pacemaker interrogation. The device remains in use. It was also reported that there was far field r-wave sensing. The lead remains in use. No patient complications were reported as a result of this event.